Event description:
It was reported that a patient underwent under local anesthesia, perform debridement and suturing of the right knee wound on the patient procedure on (B)(6) 2026 and suture was used. At around 11:30, a doctor in the emergency department's debridement room was performing debridement and suturing on the patient's right knee wound under local anesthesia. While using suture (with a needle) to suture the wound, the needle tip broke and the broken needle was removed from the wound. The doctor replaced the suture to suture the patient's wound; it caused some psychological panic to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. C22 ¿ photo investigation to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two needles outside their packaging attached to the suture; one of the two needles can be seen with a damaged tip. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Device history review ==> the device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.